Manufacturer narrative:
Follow up #1 07/10/2015. Device evaluation: the pump has been returned to animas and evaluated on 06/25/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked on the side from the threads to the cover. The pump was able to complete a 24 hour duration test with no power interruptions duplicated. There was no evidence of internal moisture or damage to the power circuit found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.